Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm during testing. Unable to determine the root cause, problem isolated to motor force sensor. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, faded serial number label and missing display window cover.

Event description:
The customer reported via phone call that the insulin pump has a crack. Blood glucose level at the time of the incident was unknown. The device has been returned for analysis.